Event description:
Boston scientific crm received information that this right ventricular lead displayed noise and impedance measurements greater than 2,000 ohms with right arm movements. The lead remains implanted and will be programmed with split configurations for sensing and pacing. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.